Event description:
This active fixation rv lead was dislocated and could not be re-fixed. The lead was explanted. Furthermore, an increase in the threshold and impedance of the left ventricular lead exceeding 3000 ohms was seen and a fracture was found.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.